Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a regular follow-up, it was noticed the pacemaker had been reprogrammed from ddd to vvi unipolar.

Event description:
Reportedly, during a regular fu, it was noticed the pacemaker had been reprogrammed from ddd to vvi unipolar.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report.